Event description:
It was reported by the facility radiologist that shading was seen on a dwi scan image and might be misdiagnosed. The shading in the images could lead the medical team to treat a condition that does not exist or to not treat a condition that does exist. There was no injury to a pt.